Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that insulin pump would say transmitter signal not found. Blood glucose was unknown at the time of incident. Troubleshooting was performed and completed. Customer also mentioned that he had a seizure due to low blood glucose and then he had a high blood glucose. Customer declined high and low blood glucose troubleshooting.